Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead and the device were replaced due to out of range impedances less than 200 ohms and damage to the electrode end of the lead. No adverse patient side effects were reported. Should additional information become available this file will be updated.